Manufacturer narrative:
Review of the device history records found no manufacturing or processing related irregularities. The implant was found to be properly manufactured and released in accordance with design specifications. An evaluation of the returned set screw revealed significant damage to the leading thread, indicating that it was initially cross threaded upon insertion. Cross threading the set screw forcibly bends the screw body, weakening the anchor and decreasing its stiffness. Large constructs are subjected to very high loads, particularly at the base of the construct. The combination of high loads on the implants at the base of the construct, with a screw body which had been previously weakened due to initial cross-threading could have allowed enough movement to cause the set screw to disengage slightly from the rod and begin to back out. Once the set screw is slightly separated from the rod, back out can occur relatively quickly under normal physiologic motion. The set screw retrieved from the left side of the construct revealed wear patterns located on the underside that are similar to those patterns found on set screws previously evaluated for the this type of occurrence. The patterns are a characteristic "starburst" pattern which appears to be caused by repeated rod to set screw contact as the set screw rotates within the pedicle screw body.

Manufacturer narrative:
Arsenal set screws are currently being evaluated. A follow up report with results of the investigation will be submitted upon completion.

Event description:
During a large construct revision case on (B)(6) 2016, the surgeon noticed that the most caudal set screw on the left side of the construct was floating upon exposure. The surgeon removed the floating set screw and noted that several other set screws on the lower end of the construct were almost "finger tight" upon removal. The floating set screw and mating pedicle screw were removed and replaced. The arsenal spinal fixation system was originally implanted on (B)(6) 2016.